Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Information received notes subsequent episodes transmitted did not show any post paced t wave oversensing therefore a decision was made by the clinician to just monitor the device. There were no reported patient consequences.